Event description:
Patient was in infusion center and receiving an infusion. The alaris pump infused air past the channel sensor and it never alarmed. The air almost reached the patient. Fortunately, the nurse caring for the patient recognized it before it reached the patient. The channel tag number was (B)(4). The brain was removed and a work order was put in for biomed. Agility picked up the pump. The brain which had a tag number of (B)(4) worked with another channel but after use was also taken out of rotation with a work order submitted to bio med